Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3387s-40, lot# va0k227, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0k227, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for obsessive compulsive disorder (ocd) and movement disorders. It was reported that during a follow-up appointment, there was a low electrode impedance was found that was out of range; contacts 8 and 9 were 2 ohms. The rep suggested troubleshooting but the patient was ready to leave so health care provider (hcp) mentioned possibly scheduling a separate appointment for troubleshooting. No patient symptoms were reported. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.